Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Customer¿s blood glucose was 36 mg/dl. Customer drank orange juice to treat for low blood glucose and manually auto suspended pump at night after low event. Customer woke up with high blood glucose due to that and treated that with insulin pump. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.